Event description:
It was reported that the asymptomatic patient presented to the hospital for a routine pulse generator change out procedure. The physician had a difficult time removing the right ventricular lead due to the setscrew being stripped. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).